Event description:
Mckesson medical imaging company has identified internally that when merging two pt records into one pt record using mckesson radiology 12.0, the resulting pt record is missing the contrast allergy information. No pt harm was reported.

Manufacturer narrative:
Based on a clinical eval, mckesson has determined that there is a possibility that a technologist and/or radiologist may proceed with a procedure and inject the pt with contrast media. Mckesson has determined that this problem is caused by an error in the user interface implementation resulting in the information being disabled. Mckesson medical imaging company customer support will work with potentially affected customers to apply a software update to mckesson radiology 12.0 for correcting the error identified.